Event description:
In 2008, the pt reported that she programmed a 7.7 unit bolus in the air and only 1-2 drops of insulin dripped from the infusion tubing. She then primed 13 units of insulin and only 3 drops of insulin dripped from the infusion tubing. She stated that she feels insulin delivery is "sporadic". She stated that on the day before, her blood glucose elevated to 252 mg/dl and she bolused 7.5 units of insulin. Her blood glucose decreased to 249 mg/dl after an hour and a half. Her normal blood glucose range is 125-140 mg/dl. Troubleshooting did not reveal any issues with the infusion device. The pt was advised to switch to her backup infusion device. Upon f/u on six days later, the pt reported that she continued to experience elevated blood glucose with her backup infusion device. She stated that on three days after the original date, her blood glucose measured 290 mg/dl at 8:40 am and she bolused 3-4 units of insulin. At 1:45 pm, her blood glucose remained elevated (value not provided) and she bolused 5.5 units of insulin. At 4:30 pm, her blood glucose decreased to 48 mg/dl and she felt palpitations and saw flashes of light. She then changed her infusion site and stated that her blood glucose "leveled" out. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the used infusion set. Unused prod will be returned for eval.